Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal tube (j-tube) (upn is unknown) was being used for the purpose of administering medication for parkinson's disease. According to the complainant, patient presented with bezoar which formed on the suture of the j-tube as well as an intestinal ulceration (date is unknown). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number or upn; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal tube (j-tube) was being used for the purpose of administering medication for parkinson's disease. According to the complainant, patient presented with bezoar which formed on the suture of the j-tube as well as an intestinal ulceration (date is unknown). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. The following information was received: the patient has been using the product since (B)(6), 2009.